Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Additionally, it was reported that the cartridge was leaking from the o-ring. A cartridge change was performed resolving the issue. It was also reported that occlusion alarms occurred. Customer changed pump supplies and resumed insulin delivery. The customer's blood glucose level was 186 mg/dl.